Event description:
The patient reported she was not feeling stimulation and increased stimulation to 8.0 or 9.0. The patient got nervous and decreased the stimulation. The patient stated this issue started over the last two week. The patient was feeling stimulation at the time of this call .it was reported 2 days prior to this call the stimulator was not working as well to help her urinate. The patient also mentioned 2 days prior to the call the battery in the programmer was not working. The patient replaced the programmer batteries. When she turned the stimulator back on she felt a shock. The patient was scared to death of the shock and turned the neurostimulator (ins) off. The patient stated the shock was uncomfortable. It was reported 8 days later that she called them with any concerns; she received assistance form their health care provider or the manufacturer representative and her concerns were resolved. It was also noted that patient did not have concern with their device or therapy. The patient appointment was scheduled on (B)(6) 2014. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0gcsw, implanted: (B)(6) 2014, product type: lead. (B)(4).